Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Litigation alleges that patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. Update: 5/3/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 6/19/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup and dislocations. The cup is being added to the complaint.